Event description:
A monopolar electro-surgical cable was in use during a laparoscopy case. When power was applied, the cable burned in two near the end that connected to the forceps. Another cable was substituted immediately to complete the case. No injuries were reported.